Event description:
Dental office reported that their patient received a thermal burn injury to their inner cheek from the back of the handpiece head during a procedure. Patient information and date of the adverse event have not been provided by the dental practice at the time of this report. A follow-up report will be made if this information is made available by the dental office.